Event description:
It was reported by the sales rep to please send the patient one new package of 72r electrodes and cover patches. Patient has been using for 3 months with no issues and today called and stated he was having severe irritation with pads. Irritation was on the cervical area and the skin was red and itchy with welts under the electrodes. The patient does not have sensitive skin, but has seasonal allergies. The patient called his doctor regarding the irritation he was told to stop using the electrodes and put hydrocortisone cream over the counter. New 63b electrodes were shipped to the patient. The cover patches were not returned for evaluation.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep to please send the patient one new package of 72r electrodes and cover patches. Patient has been using for 3 months with no issues and today called and stated he was having severe irritation with pads. Irritation was on the cervical area and the skin was red and itchy with welts under the electrodes. The patient does not have sensitive skin, but has seasonal allergies. The patient called his doctor regarding the irritation he was told to stop using the electrodes and put hydrocortisone cream over the counter. New 63b electrodes were shipped to the patient.